Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high threshold of 4.6 volts at 0.5 milliseconds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.